Event description:
Rptr complains of rashes, headaches, blurred vision, ringing in ears, hair loss, burning sensation of skin, muscle aches in back, legs & arms, tingling in hands & feet, dizziness, memory loss, breast pain & sharp pains throughout entire body, swelling & sleep loss.